Event description:
It was reported when swapping the battery, the epg (external pulse generator) doesn't stay on as it should for 15 seconds. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases, both bail covers, ring cover, and battery drawer are broken. Battery contacts are compressed. Both bails and ring are missing. Keyboard is contaminated.